Manufacturer narrative:
(B)(4). This complaint for a report of air in tubing (without alarm) was confirmed. The root cause was use error. The label review found the labeling adequate for the prevention of the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Event description:
The customer contacted baxter's service center regarding air in tubing (without alarm) which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated that she saw air bubbles in her patient line, so she turned off the machine and called baxter. The technical service representative (tsr) advised the hp that she would have to start over with new supplies. The hp stated that she knew how to end therapy and start over. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The patient did not disconnect prior to the alarm. All of the bags were properly connected. There was nothing unusual noted about the supplies and they had not been damaged by an outlet port clamp or assist device. There was an open clamp on an unused line. Proper procedures were reviewed. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.